Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ('unexplainable rash') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), pruritus ("itching"), biliary colic ("the pain right side just under breast is my gall bladder"), musculoskeletal chest pain ("I have rib cage pain in my left side it is usually stabbing pain") and dry eye ("my eyes so dry"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the rash, pruritus and dry eye outcome was unknown and the biliary colic and musculoskeletal chest pain had resolved. The reporter considered biliary colic, dry eye, musculoskeletal chest pain, pruritus and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- musculoskeletal chest pain, biliary colic, pruritus, rash, dry eye. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.